Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the patient started poligrip. At an unk time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow-up information was received via medical records on (B)(6) 2009. On (B)(6) 2009, the patient experienced a high zinc level and low ceruloplasmin and copper levels. At the time of this report, the outcome of the events was unk. Follow-up information was received on (B)(6) 2010 via medical records. On (B)(6) 2009, the patient had a neurology consult. The patient had a medical history that included osteoarthritis and peripheral vascular disease and was referred for a neuromuscular consultation concerning chronic, progressive imbalance and numbness of the lower extremities of uncertain etiology. The patient had a head computed tomography (CT) scan on (B)(6) 2006 for progressively wide-based gait for eight months, which showed mild generalized atrophy; small lacunar infarcts in the anterior limb of the right internal capsule, right caudate head, and left external capsule; and mild, chronic, periventricular, microvascular, ischemic changes in the right frontal lobe. A magnetic resonance imaging (MRI) of the brain (with and without contrast), magnetic resonance angiography (mra) of the head and neck, and MRI of the cervical spine (with and without contrast) on (B)(6) 2006 for evaluation of vertigo. The brian MRI showed mild-to-moderate, global, cerebral atrophy and mild, chronic, microvascular ischemic changes. The mras showed multifocal areas of irregularity within the intracranial cerebral circulation consistent with atherosclerosis, mild-to-moderate narrowing of the left carotid bulb, and mild narrowing of the right carotid bulb. The cervical spine MRI revealed multi-level spondylosis with severe right c3 to 4 neural foraminal narrowing and mild central canal stenosis at c5 to 6. The spinal cord was normal. On (B)(6) 2006, the patient was hospitalized for evaluation of bilateral lower extremity weakness and falling for six-to-eight months. The patient was evaluated by a prior neurologist and complained of slowly progressive, bilateral lower limb weakness, falling, numbness and tingling in his distal upper and lower extremities for five-to-six months. The patient declined rehabilitation while hospitalized and returned home. The neurologist at that time suspected subacute combined degeneration, alcohol-related myopathy, and peripheral neuropathy. The patient was discharged on (B)(6) 2006. The patient was also identified as having dementia. On (B)(6) 2009, the patient had ongoing alcohol consumption. On (B)(6) 2009, the patient saw the prior neurologist in follow-up. The patient had been wheelchair bound since 2007. He was able to stand but could not walk. A toxicologist diagnosed him with vitamin b12 deficiency and he was started on unspecified vitamins. On (B)(6) 2009, MRI of the cervical spine showed multilevel degenerative changes with only mild central canal stenosis at c4 to 5. MRI of the brain revealed mild-to-moderate chronic small vessel ischemic disease; multiple, scattered, old lacunar infarcts; and mild, generalized atrophy. On (B)(6) 2009, the patient returned to his primary care physician and reported burning pain and numbness from his toes to his abdomen. He was then referred for a neurologic second opinion. At today's appointment, the daughter reported the symptoms began with tingling in the feet and fingers in approximately 2006. The mild, constant, numbness and tingling in the fingers have remained stable. The numbness and tingling in his feet had gradually increased in intensity and spread proximally. Indeed, numbness and tingling now affect his entire lower limbs bilaterally. Over the past year, he developed "milder" numbness on his abdomen and lower chest, extending to the lower rib cage bilaterally, immediately inferior to his nipples. For more than ten years, the patient has had chronic, non-radicular, and bilateral lower back pain. The patient now has sensory loss and prominent gait imbalance over the three years, which significantly increased in the dark. The patient was still able to transfer independently and stand up in one position by holding on. He could ambulate short distances with full leg braces, a walker, and two-person assistance. The patient had developed intermittent, painful, involuntary spasms of his lower extremities. Many years ago, the patient was involved in a motor vehicle accident that produced multiple, bilateral pelvic fractures and resulted in a transaction of his urethra and was surgically repaired. The urethra was further reconstructed in 1998 or 1999. He has some urinary "dribbling" since that time. The patient had a motorized scooter, raised toilet seat, and shower chair. He lived alone, but a nurse visits him twice a week. The patient denied having a family history of neurological disorders. On (B)(6) 2009, the patient was started on oral copper supplementation.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product or lot number for this product was available. (B)(4).